Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range, pacing lead impedance and capture issue were observed on the right ventricular lead. The trend of high impedance issue was noted since (B)(6) 2019. The lead was no longer functioning and was turned off. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure.

Event description:
New information received notes that the loss of capture was observed on the right ventricular lead.